Manufacturer narrative:
Corrected information has been provided in d1. Per a-14760907 there was no report of adverse event or malfunction with the impella rp flex. However, conservatively, the death will be reported on both the impella cp and this impella rp flex as these devices were in use at the time of expiration and no alternative cause as the likely cause for the demise outcome is known. No product was returned for investigation and therefore there are no device findings.

Manufacturer narrative:
D4 catalog number and d4. Serial number were corrected accordingly. Note: investigation outcome remains unchanged as previously reported.

Manufacturer narrative:
The investigation was completed and noted the following per the complaint file details; there was no report of adverse event or malfunction with the impella rp flex. However, conservatively, the death will be reported on both the impella cp and this impella rp flex as these devices were in use at the time of expiration and no alternative cause as the likely cause for the demise outcome is known. No product was returned for investigation and therefor a device history record review was completed and there were no device findings. Device (sn: (B)(6)) passed all post sterile inspection checks. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4. Unique device identifier and h4. Device manufacture date were updated, corrected accordingly.

Event description:
The complainant reported that a patient was being implanted with an impella 5.5 for mechanical circulatory support following decompensating after having an impella cp explanted. The patient presented to the hospital with complaints of indigestion that had been occurring for the past week, and pain that started radiating down his back and arm that morning. The patient was then transferred to the complainant hospital and was found to be in st elevation myocardial infarction. An impella cp was placed via the right femoral artery to support the patient during a percutaneous coronary intervention (pci). Following the pci, the impella cp was explanted due to lack of distal flow past the impella access site. Additionally, it was noted that the patient had a pseudoaneurysm. The patient was then transferred back to the intensive care unit, where the patient decompensated during the afternoon. The decision was made to bring the patient to the operating room and attempt to implant an impella 5.5. During the implant of the impella 5.5 via the right axillary artery, the device would not pass through the patient¿s anatomy. The medical team decided to abort the impella 5.5 implant and implant an impella cp instead. The impella cp was implanted via the right axillary artery, and support was initiated without complications. After impella cp support was initiated, the patient was evaluated for an impella rp flex. The decision was made to implant an impella rp flex. The impella rp flex was implanted via the right jugular vein. On support day two with impella cp and impella rp flex, it was noted that the patient had a hematoma under the right armpit area of the impella cp access site. The site was dry and intact, and the hematoma was monitored. The patient's outcome at the time of explant of the impella cp and impella rp flex was expired. This complaint involves four impella devices: pump 1: impella cp, with (B)(6) pump 2: impella 5.5, with (B)(6) pump 3: impella cp, with (B)(6) pump 4: impella rp flex, with (B)(6) this report specifically addresses pump 4: impella rp flex, with (B)(6). Separate reports will be submitted for the other devices associated with this complaint with reportable events.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Medical safety / clinical review. Medical safety/clinical reviewed the event. 51-year-old male presented to the hospital with indigestion x1 week and pain that started radiating down back and arms this am. Patient in cardiogenic shock from an ami (starting stage d). An impella cp was placed for mechanical circulatory support (mcs). Approximately 3.5 hours into the support, the patient experienced limb ischemia (lost distal flow) down the leg. The patient also had a pseudoaneurysm. As a result, the impella cp pump 1 was explanted and replaced. The physician opted to implant an impella 5.5 pump 2; however, this device could not advance. The physician went back to an impella cp pump 3 from the impella 5.5 insertion site, and this device (pump 3) was implanted. The physician implanted a fourth pump, impella rp flex, for bipella support. Approximately one day later, a hematoma was noted from the impella cp pump 3 site. However, no intervention was required and the patient was stable. Five days later on (B)(6) 2025, the patient, stable, required increased levophed. Urinary output was minimal. The following day, the patient expired on support. In this case, patient underlying condition likely contributed most to an outcome of death (cardiogenic shock stage d). The patient was on bipella support and although a hematoma was experienced around the impella cp access site no intervention was rendered. There was no report of adverse event or malfunction with the impella rp flex. However, conservatively, the death will be reported on both the impella cp pump 3 and impella rp flex pump 4 as these devices were in use at the time of expiration and no alternative cause as the likely cause for the demise outcome is known. The event story involves four product complaints. Impella cp pump 1 - MDR 1220648-2025-49051: serious injury. Impella 5.5 pump 2 - MDR 1220648-2025-49075: malfunction. Impella cp pump 3 - MDR 1220648-2025-49229: death. Impella rp flex pump 4 - MDR 1220648-2026-02153: death. Related medical device reports: this impella rp flex device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other devices.